Event description:
It was initially reported on 2014-(B)(6) that the patient presented to the ER (emergency room) with a decreased level of consciousness. At 8:00am, on the morning of the date of this report, the patient ¿started acting weird¿ while driving in their car from (B)(6). The patient started trying to open the door while the car was moving. The patient was then brought to the ER for evaluation due to the decreased loc (level of consciousness). The health care provider (hcp) was ¿questioning how to identify if the pump is malfunctioning¿. The pump had last been programmed on 2014-(B)(6). No narcan had been given but it was they were considering it. The patient was responsive to questions. Blood work was being done and the patient appeared to have ¿slight confusion/doesn¿t know where she is¿ but recognized family members. It was also noted the patient had a high fever. The device system was used to deliver morphine and as of the last programming the concentration was 0.5mg/ml at a dose of 0.10499mg/day. Additional information received reported the patient symptoms were caused by pneumonia. The patient expired. The pump was not explanted.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the patient died from complications related to pneumonia and it was not at all related to the implanted pump.

Manufacturer narrative:
(B)(4)